Event description:
It was reported that (1) device was used during an esophagojejunostomy and stomach resection procedure. It was reported by the affiliate that the cdh21 instrument was used and had had an incomplete staple line caused by a loose purse string. They overstitched to complete the case.